Manufacturer narrative:
(B)(4). Results: trigger pin. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good visual condition. Upon mechanical inspection it was noted that the trigger did not move the clamp arm. The device was tested with a generator and did activate, although all functional testing could not be performed due to the returned condition of the device. The device was disassembled to inspect the internal components and the ¿trigger pin¿ was missing. There was evidence that it did not leave the manufacturing facility missing in the form of grove marks in the attaching component (link). No conclusion could be reached as to how the trigger pin was missing.

Event description:
It was reported that during an unknown procedure, the clamp would not close. Changed to another one to complete the procedure. No adverse event on the patient.